Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 1998, the pt "was having an exam and the sling came out on its own" in march of 2003. The pt experienced leaking and had a sterile abscess from the sling. Subsequent to the removal, the pt was totally incontinent. The pt had a subsequent procedure in the fall of 2003.